Event description:
A (B)(6) year old female with obesity, previous amputation, diabetes and hypertensive, underwent a procedure on (B)(6) 2013. The sheath broke off inside the pt. District manager confirmed with customer: the physician tried using a braun micropuncture kit. When the physician went to put the introducer in, it folded so the physician pulled cook's push plus set. The physician said the introducer went in fine and had to bury it to the hub due to the size of the pt. Another MFR's amplatz wire was placed and when attempting to remove the introducer to replace it with a shorter sheath, resistance was felt. As the physician continued to pull, the introducer detached from the hub. When the rest of the introducer was removed, it was noted the distal portion was missing. The introducer broke in two places. The distal portion was never located.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.